Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother and the customer reported via phone call that she has been having high blood glucose. Customer's blood glucose was 533 mg/dl this morning. Customer treated and was concerned that there was a leak in the insulin pump. Customer started a new reservoir yesterday and later on that night, she had a high blood glucose of 355 mg/dl. Customer ran the insulin through the pump and it was saying over 100 units. Customer added up the insulin and she should only have used about 36 units of insulin. Customer changed it and put on a new reservoir. Customer was given a manual injection and then a bolus for the same amount. Customer's blood glucose was 46 mg/dl. Customer treated with food. Customer's stomach was hurting and customer had ketones due to high blood glucose. Customer stated that the insulin did exit during manual prime. Customer's settings were correct. Customer had low reservoir warnings in the alarm history. Customer performed the high pressure test and passed.